Event description:
Reporter indicated a pt had high lead impedance readings at an office visit. The pt was asymptomatic. A lead revision surgery was performed. The explanted lead was requested for return. Attempts to gain add'l info have been unsuccessful.

Manufacturer narrative:
Xrays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.